Event description:
Provider spoke with (B)(4) in customer service (B)(4) to advise that the right side arm tube assembly is broken at the weld per customer abuse. Provider hung up before any additional information could be obtained.